Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The distal end of the firing rod was bent. Due to the noted damages, functional testing could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged firing rod may occur due to over flexure of the loading unit while attached to the instrument. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, on second firing of the appendix, when the surgeon was closing down the tissue, the device was unable to fire or advance the stapler/sled. Another handle was opened to complete the procedure. There was no patient injury.